Manufacturer narrative:
(B)(4). Evaluation summary: corrections: it was previously reported that the device would not be returning for analysis. Subsequently the device was returned for evaluation. The device was returned for evaluation. The reported leak was confirmed via returned device analysis and was due to an observed tear in the silicone valve seal. However, the investigation was unable to determine a definitive cause for the observed tear in the silicone valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The steerable guiding catheter (sgc) is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leak that occurred during use with the steerable guiding catheter which could lead to an air embolism in patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After the steerable guiding catheter (sgc) was prepared for use, it was confirmed that no air was visualized and the sgc held column well. After the dilator was removed, air entered the sgc while aspirating. A finger was held over the hemostatic valve in order to prevent air from entering the catheter and the sgc was removed from the anatomy. A new sgc was used without issue. One clip was implanted and the mr was reduced to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Although it was initially reported that the device would be returning for evaluation, the device was not returned. As the steerable guiding catheter was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records, complaint history and information provided to abbott vascular. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.